Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("intense fatigue"), burnout syndrome ("2 burnouts") and myalgia ("muscle pain"), 1 year 7 months after insertion of essure. The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2020). At the time of the report, the back pain, menorrhagia, fatigue, burnout syndrome and myalgia outcome was unknown. The reporter considered back pain, burnout syndrome, fatigue, menorrhagia and myalgia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("intense fatigue"), burnout syndrome ("2 burnouts") and myalgia ("muscle pain"), 1 year 7 months after insertion of essure. The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2020). At the time of the report, the back pain, menorrhagia, fatigue, burnout syndrome and myalgia outcome was unknown. The reporter considered back pain, burnout syndrome, fatigue, menorrhagia and myalgia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.